Event description:
It was reported that during an unk procedure, could not move the locking lever and could not lock the blade. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was manually tested for functionality and would not arm. The instrument was disassembled and the knife collar was noted to be mispositioned. All other components were present and in good condition. A batch record review was performed and no anomalies were found during the manufacturing process.